Event description:
The user initially reported that, during a case, spo2 modulation tone that is normally output by the device was lost. There was no reported patient impact.

Manufacturer narrative:
(B)(4). The user initially reported that, during a case, the sop2 modulation tone that is normally output by the device was lost. There was no reported impact. The device was returned to the repair bench for evaluation. The reported failure could not be duplicated by the repair bench, but the device's computer assembly was replaced for customer satisfaction purposes. The device was then returned to the user. The computer assembly removed from the customer's device was returned to the device MFR's engineers for additional evaluation. The computer assembly was configured to produce an alarm sound and an spo2 modulation tone and pc speakers were connected to the computer assembly and turned down. Over the next 18 days, the computer assembly was never shut down and was left to run. During this period of time, the computer assembly was communicating with a patient monitor on some days and on other days, the patient monitor was shut down so that the computer assembly was not in communication with the patient monitor. While the patient monitor was running, it was in simulation mode so that an spo2 modulation tone would be produced by the computer assembly. From time to time during the test period, the volume was turned up on the pc speakers to confirm that the computer assembly was still producing an alarm sound and spo2 modulation tone. Also, it was confirmed from time to time, that the computer assembly had not rebooted. On (B)(6) 2013, when the volume on the pc speakers attached to the computer assembly was turned up, it was noted that there was no sound. There should have been an alarm sound and an spo2 modulation tone. Touching any buttons on the touch screen also did not produce any sound. It was confirmed that the pc speakers were working by plugging them into a laptop. The computer assembly's speaker was then plugged into the computer assembly and there was no sound. The pc speakers were plugged back into the computer assembly. The sound adjust menu was selected and the alarm sound was adjusted. When this selection was made, all the vital sign boxes on the display were erased and only waveform data remained. The system then rebooted. Investigation into this issue is on-going. Once investigation is complete, the device MFR will file a supplemental report. The become aware date for this report is (B)(6) 2013, the date a no sound malfunction occurred during evaluation of the part that was removed from the user's device. Although the user never reported a loss of audio and only reported the loss of the spo2 modulation tone, we are considering this to be a malfunction of the device and are reporting this occurrence. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur.